Manufacturer narrative:
Concomitant medical products: 5076-45, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes, sensing integrity counter (sic), and unstable lead impedance. It was also noted that the rv lead impedance was high and there was oversensing noise. A lead fracture was suspected. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.